Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) was performed and found to meet all required specifications without any manufacturing nonconformities at the time or release for shipment. The complaint history for the cyclesure bi did not reveal a trend for no growth of the bi control. Trending analysis for no growth of the bi control issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) is reported to reveal a low-safety risk to the user. The hhe (health hazard analysis) is considered to be low risk. Four unused and one used cyclesure bi were returned for investigation. Visual analysis of the one used bi showed that it was not processed. The chemical indicator (ci) cap color was red, the cap was depressed and the vial was crushed. A single tyvek liner and spore disc were present in the vial. There was no remaining media in the vial. There were no anomalies found with the four unused bis. A conclusive root cause is not determined as the failure mode was not confirmed. Thorough investigation and testing could not reproduce the reported issue of a no growth of a control bi.

Event description:
A customer reported the sterrad cyclesure 24 biological indicator control did not grow after 24 hours of incubation. The customer stated the cap was depressed and the vial crushed properly. There is no report of harm or injury related to the unrecalled load. Product sample is expected to be returned for asp investigation.